Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, the manufacturing records could not be reviewed.

Event description:
It was reported that the doctor was performing a open liver resection. The liver was highly calcified; per the doctor it was hard as a rock. Typically they use echelon and white reloads for liver resections which works fine. For this case, they were getting jams. The manual echelon was stuck on liver parachyma and would not fire or reverse with a white load. The surgeon used cautery to mobilize the locked out stapler. The anvil on all three staplers is deflected upwards. The surgeons and fellow had difficulty closing the device. They moved to blue reloads which helped. The battery powered stapler was also used and you could hear how hard the device was working. Based on the closure difficulty and sound the device was making when firing they moved up to a green reload. The challenge is the surgeon wants as much hemostasis as possible. They ended up using 33 reloads in total for this procedure. The surgeon was happy overall with the transaction and felt that he was asking the device to do too much. No patient consequence.

Manufacturer narrative:
(B)(4). Batch # r58k9e. Investigation summary: the analysis found that one sc60a device was returned with no apparent damage and with an ecr60b partially fired 1/16 cartridge loaded on the device. In addition another ecr60b reload was received partially fired 1/16.  The returned device and cartridge reloads were tested for functionality in the articulated position by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device opened and closed without any difficulties noted. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.